Event description:
It was reported that during implant, during this implant the physician had difficulty locating the set screw of the atrial port. Adjustments to the angel with the wrench made it possible to afix the screw and the device remains in use. No patient complications have been reported as a result of this event. It was reported that there were problems to find the screw, especially the atrial one.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).